Event description:
Revision surgery for loosening of the ulnar component. Doctor found that the ulnar screw had backed out approximately 2 mm, leaving a gap between the cap and ulnar stem.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.